Event description:
This is a spontaneous case report received on 13-oct-2016 from a lawyer/ attorney in united states on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for birth control. Over the following weeks and months after the implant, she began experiencing severe lower abdominal and pelvic pain; severe abdominal cramping, pain during intercourse, and abnormal heavy bleeding. In (B)(6) 2013, plaintiff underwent an hsg (hysterosalpingogram) test that revealed migration of one of the essure devices had turned sideways and twisted into a loop and had not successfully occluded the fallopian tube. In(B)(6) 2014 she began experiencing nausea and vomiting. She took a home pregnancy test which tested positive. At that time, a urine sample was collected and revealed she was pregnant. An ultrasound on the same day revealed she was pregnant with twins. On (B)(6) 2014, the plaintiff delivered her twins nearly two months early. Immediately following the delivery, she underwent a bilateral salpingectomy to remove her fallopian tubes and the essure devices. The newborn twins were in the neonatal intensive care unit for five to six weeks. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and about 3 months after insertion it was reported that one of the essure devices had turned sideways and twisted into a loop (regarded as device migration). She experienced abnormal heavy bleeding (seen as genital bleeding). About 8 months after insertion, she became pregnant with twins. She delivered her twins nearly two months early (seen as premature labour). Immediately following the delivery, she underwent a bilateral salpingectomy to remove her fallopian tubes and the essure devices. The events device migration, genital bleeding and pregnancy are considered anticipated in the reference safety information for essure. The event premature labour is unanticipated. In this case, the exact date and mechanism of device migration were not known. No plausible alternative explanation was provided for occurrence of abnormal heavy bleeding. Nevertheless, based on their nature, a causal relationship with essure cannot be excluded. With regards to the event pregnancy, as only one of the essure devices was migrated, a causal relationship between other essure device and the pregnancy cannot be excluded. With regards to premature labour, no information about complication during pregnancy was provided. This occurrence could be related due to twin pregnancy. However, a mechanical interference between essure and the developing pregnancy cannot be excluded. This case was regarded as incident because surgical intervention was performed and a device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of one of the essure devices had turned sideways and twisted into as loop/ malposition of essure device, migration of essure device/ moved up into the tube, one coil from where it had been placed"), genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding"), pregnancy with contraceptive device ("pregnant with twins with essure inserted") and premature labour ("twins delivery was nearly two months early") in a 27-year-old female patient who had essure (batch no. B09708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "not successfully occluded the fallopian tube/ device ineffective" in october 2013 and device physical property issue "device shape alteration". The patient's past medical history included multigravida, parity 2 (B)(6) 2010, (B)(6) 2013, cesarean section (for two deliveries) in 2010, preterm labor and breech delivery. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, anxiety and depression. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In october 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On (B)(6) 2014, the patient experienced premature labour (seriousness criterion medically significant). In march 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with nausea and vomiting. On an unknown date, the patient experienced abdominal pain ("severe abdominal cramping"), the second episode of dyspareunia ("pain during intercourse"), uterine pain ("pain in uterus") and premature delivery ("describe)-pre-mature delivery complications-cesarean section"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, premature labour, the last episode of dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea and premature delivery outcome was unknown and the pregnancy with contraceptive device, abdominal pain and uterine pain had resolved. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, premature delivery, premature labour, uterine pain, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on 8-nov-2013: total bilateral occlusion; in october 2013: migration of one of the essure devices pregnancy test urine - in march 2014: confirmed pregnancy ultrasound scan - in march 2014: confirmed pregnancy with twins weight 150.00 lbs. Approximate weight at the time of essure placement 154.00 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of one of the essure devices had turned sideways and twisted into as loop/ malposition of essure device, migration of essure device"), genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding"), pregnancy with contraceptive device ("pregnant with twins with essure inserted") and premature labour ("twins delivery was nearly two months early") in a 27-year-old female patient who had essure (batch no. B09708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "not successfully occluded the fallopian tube/ device ineffective" in october 2013 and device physical property issue "device shape alteration". The patient's past medical history included multigravida, parity 2 ((B)(6)2010, (B)(6)2013) and cesarean section (for two deliveries). Concurrent conditions included overweight, anxiety and depression. On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2013, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6)2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In october 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In march 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with nausea and vomiting. On an unknown date, the patient experienced premature labour (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping"), the second episode of dyspareunia ("pain during intercourse"), uterine pain ("pain in uterus") and premature delivery ("describe)-pre-mature delivery complications-cesarean section"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, genital haemorrhage, premature labour, the last episode of dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea and premature delivery outcome was unknown, the pregnancy with contraceptive device had resolved and the abdominal pain and uterine pain was resolving. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, premature delivery, premature labour, uterine pain, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion; in october 2013: migration of one of the essure devices pregnancy test urine - in march 2014: confirmed pregnancy ultrasound scan - in march 2014: confirmed pregnancy with twins weight 150.00 lbs. Approximate weight at the time of essure placement 154.00 lbs most recent follow-up information incorporated above includes: on (B)(6)2018: plantiff fact sheet received. Event vaginal bleding, menorrhagia, dysmenorrhea , dyspareunia, uterus pain , pre-mature delivery are added. Lot number added. Lab data updated. Historical conditions and drugs are added. Product , patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of one of the essure devices had turned sideways and twisted into as loop/ malposition of essure device, migration of essure device/ moved up into the tube, one coil from where it had been placed"), genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding"), pregnancy with contraceptive device ("pregnant with twins with essure inserted") and premature labour ("twins delivery was nearly two months early") in a 27-year-old female patient who had essure (batch no. B09708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "not successfully occluded the fallopian tube/ device ineffective" in (B)(6) 2013 and device physical property issue "device shape alteration". The patient's past medical history included multigravida, parity 2 ((B)(6) 2010, (B)(6) 2013), cesarean section (for two deliveries) in 2010, preterm labor and breech delivery. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, anxiety and depression. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On (B)(6) 2014, the patient experienced premature labour (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with nausea and vomiting. On an unknown date, the patient experienced abdominal pain ("severe abdominal cramping"), the second episode of dyspareunia ("pain during intercourse"), uterine pain ("pain in uterus") and premature delivery ("describe)-pre-mature delivery complications-cesarean section"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, premature labour, the last episode of dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea and premature delivery outcome was unknown and the pregnancy with contraceptive device, abdominal pain and uterine pain had resolved. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, premature delivery, premature labour, uterine pain, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; in (B)(6) 2013: migration of one of the essure devices pregnancy test urine - in (B)(6) 2014: confirmed pregnancy ultrasound scan - in (B)(6) 2014: confirmed pregnancy with twins weight 150.00 lbs. Approximate weight at the time of essure placement 154.00 lbs. Most recent follow-up information incorporated above includes: on 16-jul-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events uterine, pelvic and abdomen was recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information was received on 17-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: based on attached information migration of one of the essure devices has turned sideways and twisted into as loop the description relates more to device shape alteration specifically in the implant. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective and device shape alteration. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and about 3 months after insertion it was reported that one of the essure devices had turned sideways and twisted into a loop (regarded as device migration and device shape alteration according to technical analysis). She experienced abnormal heavy bleeding (seen as genital bleeding). About 8 months after insertion, she became pregnancy with twins. She delivered her twins nearly two months early (seen as premature labour). Immediately following the delivery, she underwent a bilateral salpingectomy to remove her fallopian tubes and the essure devices. The events device migration, device shape alteration, genital bleeding and pregnancy are considered anticipated in the reference safety information for essure. The event premature labour is unanticipated. In this case, the exact date and mechanism of device migration and shape alteration were not known. No plausible alternative explanation was provided for occurrence of abnormal heavy bleeding. Nevertheless, based on their nature, a causal relationship with essure cannot be excluded. With regards to the event pregnancy, as only one of the essure devices was migrated, a causal relationship between other essure device and the pregnancy cannot be excluded. With regards to premature labour, no information about complication during pregnancy was provided. This occurrence could be related due to twin pregnancy. However, a mechanical interference between essure and the developing pregnancy cannot be excluded. This case was regarded as incident because surgical intervention was performed and a device removal was required. Additionally, non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.